Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds when the patient moved or took a deep breath. No asystole was experienced. A lead revision was performed and this lead was explanted and replaced. No additional patient adverse effects were reported. This lead was already returned and analysis is expected.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds when the patient moved or took a deep breath. No asystole was experienced. A lead revision was performed and this lead was explanted and replaced. No additional patient adverse effects were reported. This lead was already returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead . Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.